Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro function board and the ups switch. System operates as intended.

Event description:
Customer reported that they cannot see any anatomy in images and the kill switch on the back of the machine is falling off. No patient injury was reported.